Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was running on battery while the device was plugged in to the wall socket. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed confirmed the v60 has ac power inside the v60. The rse advised the biomed to confirm that the power supply has 24 volts dc. The rse then advised the biomed to remove the molex connector on the power management board and confirm 24 volts dc across the brown and orange wires with ac connected to the ventilator. The biomed was advised to order a replacement the power supply, and was provided with the following part ID power supply. It was reported by the customer, that the power supply was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.